Event description:
It was reported difficult deflation was encountered during preparation for an undetermined procedure. No patient complications resulted from this event. This device has not been returned for evaluation. Therefore, no failure analysis is available. Directions for use state: "... Deflate the balloon by applying suction to the balloon lumen... Note: the larger the syringe diameter, the greater the suction that is applied".